Event description:
Delivery failure with alarm after suctioning pt [device misuse]. Pao2 dropped to 40s then 20s after suctioning [oxygen saturation decreased]. Case description: this initial serious spontaneous report was received on (B)(6) 2012 from a respiratory therapist (rt) in the united states regarding a (B)(6) male who experienced oxygen desaturation after suctioning, and a device issue while on inomax via inomax dsir (# (B)(4)). Life support was later withdrawn. Additional info received on (B)(6) 2012 was included with this initial report. Relevant medical history/comorbidities included: (B)(6) age infant with dob (B)(6) 2012 and birth weight of (B)(6), congenital diaphragmatic hernia, atrioventricular septal defect (not repaired), pneumothorax, and per the reporter the infant was considered a "low birth weight baby". Concomitant medications included: dopamine, dobutamine, oxygen via ventilator, and "numerous" other medications nos. On (B)(6) 2012 the baby was "readmitted" to the hospital and started on inomax for pphn (persistent pulmonary hypertension of the newborn) at 20 ppm (parts per million) via inomax dsir. The baby was concurrently on jet ventilation (duration of therapy unk). The pt's baseline oxygen saturation (pao2) while on inomax was in the 90's. On (B)(6) 2012 the rt put the hfjv (high frequency jet ventilator) on standby while the pt was suctioned. After suctioning, the pt's pao2 dropped into the 40's at which time the rt tried to reconnect the dsir; however the device went into delivery failure and the pt's pao2 dropped even further into the 20's. At this point the rt bagged the pt with the inoblender and successfully returned him to his baseline pao2 (90's), within 1-2 mins. As the pt was being bagged, the rt tried to get the inomax dsir to restart. The servo pressure on the jet ventilator was at 7.8-8 psi on average, and inomax was monitored at 100 ppm. The rt turned the inomax dsir off and on, and reconnected the device to the ventilator, but the alarm again sounded delivery failure. The dsir was switched out with another device, but after connecting this second device with the hfjv, the delivery failure alarm sounded again. At this point, due to the high servo pressure still noted on the ventilator, the rt changed the ventilator to a high frequency oscillatory ventilator (hfov), after which the second dsir worked as intended. The first inomax dsir (# (B)(4)) was sent to the MFR for inspection. On (B)(6) 2012 the pts requested all life support to be removed due to the pt's poor prognosis. All life support including inomax (at 20 ppm) was removed the same day 17:52 and the baby died at 18:32. An autopsy was ongoing at time of this report. Cause of death was not reported in the physician's death note per the rt. The rt stated he believed the inomax functioned as it was supposed to. He also stated "the jet ventilator's high servo pressure readings, not the dsir had probably caused the delivery failure on the dsir when [he] tried to reconnect after suctioning." The rt did not comment on any suspected relationship between the ino/dsir and the withdrawal of life support.

Manufacturer narrative:
Eval summary: the device was returned to an ikaria service center and evaluated by an ikaria service tech. Examination of the service log confirmed that the inomax dsir shut down multiple times because the concentration of nitric oxide in the ventilator circuit exceeded 100 ppm during each attempt to start the inomax dsir as reported by the rt. The service log did not indicate the occurrence of any different device issues during the time of the event. The device was then functionally tested and performed to specifications. Further examination of the service log identified that the root cause of the failure was an average ventilator flow through the injector module that was less than the published specification and was caused by the excessive pressure in the ventilator circuit. Ventilator flow below specification is known to cause the no concentration to exceed the 100 ppm shutdown limit for the system. This confirms the cause that was reported by the rt and is further substantiated by the fact that the second inomox dsir functioned normally after the rt switched the pt from the jet ventilator to an oscillatory ventilator which operates at a lower circuit pressure. In this case, the initial selection of this jet ventilator by the rt was not appropriate because the larger size of the pt caused the ventilator to operate at a pressure that was too high to allow proper operation of the inomax dsir. Since the rt quickly diagnosed and resolved the issue with the ventilator independently, additional training was not necessary.